Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time was becoming "slower". Reportedly, the pump was approximately 8 minutes slow every week. Customer's blood glucose level was not impacted.